Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and foot separation were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to previously filed report, update to information provided: a foot break was found during evaluation of the returned device. Follow up with the account confirmed that the foot was noted to be broken after removal; however, the detached foot was outside the skin of the patient. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal coronary angioplasty procedure. Reportedly, while performing the needles, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.